Event description:
It was reported that approximately in (B)(6) 2013, the healthcare provider (hcp) became concerned because the patient had been receiving multiple dose increases to the pump without any benefit. Drug being delivered via the device was baclofen. This prompted the healthcare provider to check the catheter. On (B)(6) 2014, the healthcare provider decreased the dose by 88%, to 75.1 mcg/day. On (B)(6) 2014, the patient¿s catheter was revised. The catheter issue took some time to discover because the patient had transportation and caregiver issues and had a difficult time getting to the healthcare provider office for appointments. Per the operative note as read by the reporter, there was both ¿removal of indwelling failed baclofen pump hardware¿ and a ¿fracture of the tubing in the intraspinous spaces at roughly the l1-l2 interspace.¿ also noted in the note, ¿the tubing had broken at the interspinous space as suggested by her previous imaging.¿ during surgery, the surgeon placed 86.4 cm of catheter with the tip at t7-t8 level. It was unclear from the operative note if the pump was also replaced on (B)(6) 2014. The reporter believed the entire catheter was replaced but not the pump, as there was still 45 months until eri (elective replacement indicator). As of (B)(6) 2014, the pump was programmed to deliver a dose of 48 mcg/day. It was also noted the patient was taking ¿a lot of oral meds.¿ additional information was received later clarified that both the pump and catheter were replaced on (B)(6) 2014. The pump was programmed to deliver a dose of 78 mcg/day prior to surgery, but due to the catheter issues it was unknown how much of that dose the patient was actually receiving intrathecally.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).